Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise signals that led to atrial tachy response (atr). The cause is suspected to be electromagnetic interference (emi). The lead remains in service. No adverse patient effects were reported.